Event description:
It was reported that the lead integrity alert triggered due to a sudden increase in impedance on the pace sense portion of the right ventricular (rv) lead. The short interval counts had incremented as well but oversensing was not observed real-time. It was also noted that the svc portion of the lead had previously fractured. The rv lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments. No anomalies were found. The defibrillation conductor was distorted and blood/body fluid was noted on several conductors (not obstructed). The outer tubing overlay was melted, breached cut and had cosmetic environmental stress cracking. The outer insulation had a cosmetic depression and a white substance was noted on the exposed defibrillation coil. Apparent explant damage was noted.